Event description:
It was reported that the procedure was performed for treatment of restenosis of the right internal/common carotid artery post endarterectomy. During the procedure, an emboshield nav6 filter element was placed distally past the lesion without any issues. The xact 9 x 40 x 136 stent was deployed and post dilatation was done with a 5.0 x 20 non abbott balloon catheter. Fluoroscopy was done and no flow was noted distal to the xact and at closer look a dissection was observed at the distal edge of the xact stent. The dissection was treated with an addition xact 7 x 20 x 136; however, after deployment of this stent it caused the dissection to continue more distally. A coronary non abbott stent 4.5 x 24 was used to treat the dissection and was successful in containing the dissection. Blood flow was found to be good and the procedure was successfully completed upon removal of the nav 6 filter element. The patient was fine after the procedure and was discharged on (B)(6) 2010. Though requested, no additional event or patient information is available. The physician commented that the fact that the patient had endarterectomy surgery one year ago had a lot to due with the dissection that occurred.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of dissection is listed as a potential adverse event in the product instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xact stent (82086-01) is being reported under a separate medwatch report number.